Manufacturer narrative:
B5: new information updated. Previous code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the nim was operating normally without any issues. The issue was related to improper placement of emg tube. Since that one case the nim had worked as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy operation, the surgeon identified the nerve and tried using the stimulating probe to stimulate. There was no response. The surgeons are certain they were trying to stimulate the nerve. Nim was also giving beeping noise the entire case. The same type beeping tone that you hear when stimulating a nerve, but this was happening the entire case regardless of using a probe. The procedure was completed with the reported product. There was no patient impact in this event.